Event description:
It was reported that the during device replacement, an insulation anomaly was noted on the left ventricular lead. The insulation was repaired and all electrical parameters were in range. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.